Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. There was no reported adverse impact to the customer. Reportedly, the customer was sent charging supplies.